Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 65% stenosed target lesion was located in the mildly tortuous and highly calcified circumflex artery. A promus premier¿ drug-eluting stent was advanced to treat the lesion. However, prior to implantation, the edge of the stent was noted to be deformed. The stent was still implanted despite this and the procedure was completed. No patient complications were reported and the patient's status was good.